Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated using a communicator. Troubleshooting was performed and the device was able to be interrogated, with the data sent for analysis. Data analysis revealed the suspected cause to be an instance of memory corruption due to a single event upset. The device was successfully reset with a magnet and was functioning normally afterwards. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated using a communicator. Troubleshooting was performed and the device was able to be interrogated, with the data sent for analysis. Data analysis revealed the suspected cause to be an instance of memory corruption due to a single event upset. The device was successfully reset with a magnet and was functioning normally afterwards. This s-ICD remains in service. No adverse patient effects were reported.